Manufacturer narrative:
Due to character restrictions in block e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during unrelated servicing by the getinge field service engineer (gfse), when initializing the cardiosave intra-aortic balloon pump (iabp) it showed a start-up test failure with code 05. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10 a getinge field service engineer (fse) checked and found that the shuttle value (x1) was completely out of atmospheric. A calibration attempt had been unsuccessful, therefore, it will be necessary to replace the pneumatic interface module (pim) and make a new calibration at the act of installation. Fse stated that the customer did not give any response regarding the budget sent so the device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Event description:
N/a.